Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: drill guide tip broken. The patient had a high tibial osteotomy. The surgeon set three threaded lcp drill guide on the plate. The surgeon used a temporary fixation and started drilling. The threaded drill guide of the second primary was broken. The surgeon did not insert the screw into this hole, so he found this event during the washing of instruments after the operation. The residue was recognized by x-ray imaging. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted and/or explanted. The device was received and is entering the complaint system. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing records were reviewed and no complaint related issues were found. The investigation of the complained drill sleeve shows that a piece of the threaded tip is broken off. It is indicative that the applied mechanical force in a slanting direction caused the breakage. The instrument is more than 6 years old and seems to be used often.